Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue was unable to be conclusively determined.

Manufacturer narrative:
Date of event estimated. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000110438."

Event description:
It was reported that the patient was experiencing ineffective stimulation. As a result, surgical intervention took place where the full system was explanted to address the issue. Manufacture representatives were not informed until after the explant. Investigation was unable to determine which of the leads attributed to the event.